Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint and scan a known libre 2 sensor using the a5x device with freestyle librelink special edition app were successful and did not identify issues with the app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "end of june." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding signal loss while wearing the adc device using freestyle librelink. As a result, "at the end of june," the customer experienced unspecified symptoms of hyperglycemia and made hcp contact where blood glucose levels were monitored and injections of insulin were provided for the treatment of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding signal loss while wearing the adc device using freestyle librelink. As a result, "at the end of june," the customer experienced unspecified symptoms of hyperglycemia and made hcp contact where blood glucose levels were monitored and injections of insulin were provided for the treatment of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.